Event description:
The customer stated that the insulin pump has water inside the case after it was submerged in water. The reported blood glucose reading was 230 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.